Event description:
It was reported that the patient received appropriate shocks while in the hospital. During device interrogation in the hospital, device revealed that it was in backup vvi. Device code was downloaded and the device was programmed successfully.